Event description:
Customer's grandmother reported hospitalization due to low blood glucose. The blood glucose reading at the time of the event was 45 mg/dl. Caller stated that the insulin pump is not delivering the insulin accurately. The current blood glucose reading is 379 mg/dl. Customer treated with bolus. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.